Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-04534 concomitant medical products: unknown, unknown stem, unknown, unknown, unknown shell, unknown, unknown, unknown liner, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Requested but not returned by hospital.

Event description:
It was reported that the patient was revised due to wear, pain, and corrosion caused by alval/metallosis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products: zimmer m/l femoral stem, catalog#: 00771100900, lot#: 61171272, porous acetabular shell, catalog#: 00620005022, lot#: 61176465, self-tapping bone screw, catalog#: 00625006525, lot#: 61357453, acetabular liner, catalog#: 00630505032, lot#: 61337904. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.